Manufacturer narrative:
A follow up call was made with the contact on 12/03/2015, who stated that there have been no further issues with the pump battery since they had replaced the charging cable. It was indicated that the pump was working fine. However, a review of pump data was unable to be performed to verify the reported issue. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 52% battery life to 15% in less than 24 hours. There was no reported impact to the customer's blood glucose level.